Event description:
Customer reported experiencing a past high blood glucose event with a level of 530 mg/dl. Cause was not known. To resolve the high blood glucose level, the customer administered a correction injection via multiple daily injections (mdi) and also utilized a correction bolus with the pump. No further action was required.